Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an in-clinic follow up on (B)(6) 2021 with noise on their right ventricular lead that led to oversensing. The lead was capped on (B)(6) 2021 without further consequences. The patient was stable throughout.